Event description:
It was reported that the product has been delivered damaged. Inner box contains mold.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding damage and mould on the pack involving a simplex 10-pack was reported. The event was confirmed. Visual inspection confirmed that the 10-pack carton was ripped and there was mould present on the 10-pack carton and on the individual unit cartons within. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Review complaint history review determined that there were no other reported similar events for this lot. The event regarding damage and mold on the 10-pack was confirmed. Mold requires damp/moist conditions to thrive. The distribution warehouse in ireland is climate controlled to the recommended storage conditions for simplex bone cements. In addition to this, simplex bone cement 10-packs are shipped to stock in a shipper box which contains two 10-packs. The shipper box is rigid and serves as additional protection to the 10-packs during shipment of product to the customer. The damage and mold observed is reported on one 10-pack only therefore it appears that this pack was subjected to inappropriate environmental conditions after being removed from its shipper box in the us distribution chain.

Event description:
It was reported that the product has been delivered damaged. Inner box contains mold.